Manufacturer narrative:
Corrected field: h6 (investigation conclusions). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse reseated the lcd panel and video board connections. The unit was cleared for use after all functional and safety checks were passed.

Event description:
It was reported that before use during routine check, the screen of cs300 intra-aortic balloon pump (iabp) was on and the console was intermittently flashing colors. There was no patient involvement reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had screen on iabp console intermittently flashing colors. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.